Event description:
It was reported that the device battery reached end of service (eos) in approximately three years and the physician suspected a longevity issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant products: 4549, implantable pacing lead, (B)(6) 2006; 6947, implantable tachy lead, (B)(6) 2006. (B)(4). The device was included in that field action, but returned product testing found the device did not perform as described in the field action.